Event description:
Following a laminectomy, there was no paraspinous ligament left with which to fix the preclude spinal membrane (spn). The surgeon wrapped the spn around the dura and applied biological glue (tissuecol) between the dura and the spn. Postoperatively the patient's condition worsened where instead of having problems moving one hand, he now had problems moving both of them. An miri indicated that the spn was wrinkled. A second decompressive surgery was performed at 3 months post-op. Under the spn the surgeon observed a hard, 2-3mm thick, white tissue completely stuck to the spn and compressing the dural sack. In the IFU, co stated the the spn should be placed over the bony defect. The surgeon instead placed the spn into the defect, wrapped around the dura. Also, co list adhesions and fibrous reaction as known possible adverse reactions associated with the use of the spn.